Manufacturer narrative:
Other, other text: b3: date of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibiting a defective cassette assembly. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.